Event description:
This is filed to report tissue damage and surgical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. There was calcification of the posterior leaflet and the posterior leaflet was restrictive. After the first grasping attempt, a structure was noted in the atrium. It was initially suspected to be a thrombus, but the act was higher than 300. It was a filamentous structure that was going from the posterior leaflet to the atrium wall and adherent to the wall. After a shot of heparin, it was verified to be a false lumen of the atrial wall in the lateral part. The clip was removed. After review of the echo images, it was concluded the posterior leaflet was fragile and a small rupture on the posterior leaflet was observed. There was no difficulty grasping and the imaging was good throughout the procedure. There was no malfunction of the clip. The mr was severe and remains severe. The patient remained stable during and after the procedure. The patient was converted to mitral valve replacement which was performed to correct the mr.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported tissue injury appears to be related to procedural circumstances. The reported patient effect of tissue injury as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.